Manufacturer narrative:
The dale stabilock endotracheal tube holder 270 is a 2 piece device consisting of an adhesive base, dale product number 273, that attaches to the patient's skin and a cushioned neckband with tube channel that attaches with hook & loop closures. The 270 is used to secure and stabilize endotracheal tubes, preventing unnecessary movement which can help prevent accidental extubation. The problem that we have discovered is that some 270 devices manufactured between march 2016 and june 2016 contain an adhesive base (273) that has lost its adhesive properties over time, and will not adhere to the patient's face, causing the device to be unusable. Through tracing the problem back to the supplier of the adhesive base, it was found that a change was made to the adhesive used in one particular batch, which caused the problem. Testing of previous and subsequent lots have verified the issue is only with the identified supplier batch. We have worked with our supplier of the adhesive base (273) and they have confirmed that one lot of the raw material used in the adhesive base is defective, as the adhesive appears to be evaporating over time while in storage. Corrective action has been implemented by their raw material supplier. This particular batch was used to produce dale 273 adhesive bases that were included in (34,120) dale 270 et tube holders manufactured between march and june 2016 with lot numbers as noted is section I, product data. An additional (650) dale 273 adhesive bases were sold individually in the same timeframe for a total of (B)(4) devices to be recalled. Lot numbers: 270 lot number: 270 lot number: 270 lot number: 02 23 16, 04 11 16. A 05 11 16, 02 24 16, 04 19 16. A 05 13 16, 03 04 16, 04 20 16. A 05 16 16, 03 07 16, 04 21 16. A 05 18 16, 03 08 16, 05 03 16. A 05 20 16, 03 10 16, 05 05 16. A 05 24 16, 03 11 16, 05 06 16. A 05 26 16, 04 07 16, 05 09 16. A 05 31 16, 04 08 16, 05 10 16. A 06 02 16, 273 lot number: 273 lot number: a 273 lot number: 04 07 16, 04 08 16, 05 16 16. There is no immediate and long range health consequences as the 270 devices are not able to be used due to the 273 adhesive base not sticking to the patient's face. The device is only used in a monitored, critical care unit where patients are observed, there is no retail usage of the device. No population is at risk as the devices are unable to be used. Reviewed retained samples.

Event description:
It was reported that the adhesive on the dale 273 had little to no adhesive.